Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant testing of the device, some spurious oversensing was noted every time the impedance test was run. It was further noted that is it is not unheard of to oversense the subthreshold impedance pulse during the testing. The device remains in use. No patient complications have been reported as a result of this event.